Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that in the trajectory 1 view, the blue cad model was flickering in and out for all instruments. The trajectory 2 view was fine. The manufacturer representative (rep) was notified by the site that the next day the system was used in another procedure and there were no issues. There was no delay to the procedure. No impact on patient outcome. The health care professional still continued to navigate, as the instrument continued to navigate, as indicated by the green dot in the middle of the screen. The rep is unsure if the projections showed properly in the t1 view.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.